Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the clear cap for the laser fiber did not fully tighten when being attached to the catheter. A second laser diffusing fiber (ldf) was opened, which could attach to the catheter. The reported issue was discovered while setting up for a procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The luer lock was returned to the manufacturer for analysis. Analysis found that the clear luer lock had minimal threads inside that were not engaging the threads on the mating part. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.